Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machines had been disconnected for an extended period. A field service engineer (fse) observed that the power cable was frayed and decided to replace it. The fse verified that the network was functioning properly. Following extensive troubleshooting, the fse determined that the network malfunction was caused by both stations switching from auto-negotiation to half-duplex mode. Although the reason for this simultaneous change was unclear, the fse reverted to the settings, and the stations resumed normal communication. The device was then tested in the hardware test application to ensure the device's functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the machines had been disconnected. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.